Manufacturer narrative:
Two samples of low pressure cuffed tracheostomy tubes were received for evaluation. The received components are one low pressure cuffed tracheostomy tube and one inner cannula with integral 15-mm twist lock connector. Both of which were received outside its pouch. One low pressure cuffed tracheostomy tube, one inner cannula with integral 15-mm twist lock connector, one size 6 obturator and one neck strap were received inside its pouch. For analysis purposes samples will be called sample #1 (the one received outside its pouch) and sample #2 (the one received inside its pouch). A torque test was performed on sample #1 it was measured 0.37 lbs/in which is out of manufacturing specifications. The head lock was found to be worn. A torque test was performed on sample #2. The sample measured 1.4 lbs/in this reading is within specification ((B)(4)). (B)(4).

Event description:
Customer reports that the connection between inner and outer cannula is loose and leaks 10 days following insertion. Info provided confirms there was no adverse event, the leakage was not enough to affect oxygenation/ventilation, and since the pt is ICU ventilated, is under constant monitoring there decannulation and recannulation of a replacement tube were not required.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is rec'd, a summary of the investigation will be provided in a supplemental report. (B)(4).